Event description:
Information was received that the pt experienced an increase in seizure activity in (B) (6) 2007. Information was later received form the pt's treating medical professional, that it was unk if the increase represented an increase above the pt's pre-vns baseline level of seizures, or not. No interventions were taken for the issue as the pt stopped arriving to clinic appointments shortly after the reported issue and none will be taken as the pt was again seen in (B) (6)2010 at which time she stated, she is doing much better than when she was last seen. The medical professional stated, they had no opinion for the cause of the increased seizure activity.